Manufacturer narrative:
Siemens filed the initial MDR on 25aug2020. Additional information (21sep2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 1 (r1) probe and recalibrated the r1 probe to the cuvette bottom. The cse performed precision and quality check with acceptable performance. The cse also checked the sample probe alignment, adjusted the cuvette bottom calibration, cleaned and greased the mechanism along with the syringe. The cuvette ionizer fan was cleaned, manifold was checked for dispense and aspiration in all positions. The cse verified the acid and base pump precision, inspected diluters and valves in the dilutor draw and all fittings were secure with no damaged tubing. The cse replaced external water filter. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens is investigating the issue. MDR 2432235-2020-00367_s1, and 2432235-2020-00395 was filed in conjunction with this report.

Manufacturer narrative:
Siemens is investigating the issue. MDR 2432235-2020-00367 was filed in conjunction with this report.

Event description:
Two discordant, falsely elevated total hcg (thcg) patient results were obtained on repeat on an advia centaur xpt instrument (s/n (B)(4)). For sample ID (sid) 1, the initial sample was run on an alternate advia centaur xpt instrument and considered correct. A new sample was drawn and repeated on advia centaur xpt instrument (s/n (B)(4)) which was considered discordant. The new sample was repeated again on the alternate advia centaur xpt instrument. The final repeated result from the alternate advia centaur xpt instrument was reported, as the correct result, to the physician(s). For sid 2, the initial sample was run on advia centaur xpt instrument (s/n (B)(4)) and considered correct. A new sample was drawn and repeated on advia centaur xpt instrument (s/n (B)(4)) which was considered discordant. The new sample was repeated again on the alternate advia centaur xpt instrument. The final repeated result from the alternate advia centaur xpt instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg (thcg) patient results.